Manufacturer narrative:
A medtronic representative went to the site to test the system. A replacement gantry motion control box was shipped to the site. After replacing the gantry motion control box the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the image acquisition system (ias) door was not opening. The issue occurred after two successful 2d images were taken and the radiologic technologist (rt) went to acquire the 3d image. When the gantry was positioning itself for the 3d spin, a "clunking" sound was heard and the door would not open. They moved the ias to the foot of the bed and brought in another ias for the surgery. The site manually opened the door and removed the ias from the surgical field. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the another imaging system. There was a reported delay to the procedure of approximately 10 minutes due to this issue. There was no impact on patient outcome.